Manufacturer narrative:
The device is not available for evaluation. If additional information is received, a supplemental report will be submitted.

Event description:
The customer reported that a plum set was damaged with tip of the luer detached and left inside the inner lumen of patient's PICC female luer connector. The patient was being prepped for chemotherapy (doxorubicin 20mg + etoposide 90mg + vincristine sulphate 0.8mg in 1000 ml 0.9% nacl). The nurse found it difficult to remove the plum set male luer adaptor from PICC female luer connector. When the set was removed, the male luer tip was detached and left in the inner lumen of PICC female luer. A surgery was arranged for the patient to replace the PICC. There was patient involvement, but no report of an adverse event or delay in critical therapy.

Manufacturer narrative:
The reported cracked male luer was confirmed by investigation. No product samples were returned for investigation. The customer provided several pictures documenting the reported set with broken male luer tip. The tip of the male luer was stuck inside the mating device. Without the return of the product a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot review was performed with no issues noted.